Event description:
During the last attempt to cross the lesion with the echelon catheter, the distal tip became firmly lodged in the lesion and separated from the rest of the catheter during the catheter's removal. Three bare metal stents were deployed in the rca to trap the retained tip up against the arterial wall.